Event description:
The customer reported that the central station did not provide an alarm during a pt incident in which the pt expired. The customer stated that they discharged the pt from the system and did not save the pt data.